Event description:
The reporter stated the surgeon inserted a aq2010v three piece silicone lens. After insertion, noticed the haptic was torn. Lens was removed with no pt injury. Another same model and size lens was used.

Manufacturer narrative:
(B)(4)